Event description:
It was reported that the patient had burning pain that would not go away that started about 1 month after implant. The patient had more pain the more they were on their feet and the pain started at the patient¿s right buttocks where the implantable neurostimulator (ins) was implanted. It was reported that the patient had been into their health care provider (hcp) to move it or adjust the stimulation and reprogram at least 5 times. It was noted that the patient had been decreasing stimulation for the last 8 months. The patient was at 4.0v and was currently at 0.4v. It was reported that every time the patient decreased the stimulation the pain moved to another location in the bicycle seat area. It was noted that the pain had been on the left side and the hcp said it was not possible because the implant and leads were on the right side. It was reported that in the past 6 months the pain was under their rectum so they could not sit then it moved between their legs where ¿the lips¿ were and was currently going back to the rectum. It hurt when the patient bended, sat, stretched, or walked too much. It was noted that the patient could not go on vacation in the summer because they couldn¿t sit. It was reported that the patient did not have this pain prior to the ins implant. It was noted that the patient was implanted for severe cystitis, had bleeding in their urine, and their bladder was hard as a rock and the ins was a last resort so that the patient didn¿t have to go to the bathroom as much. It was reported that the ins had not helped with going to the bathroom as much but since implant the pain the patient had during urination was gone and was still gone after decreasing stimulation. It was noted that the patient used to scream while going to the bathroom. The patient had not tried turning stimulation off for an extended time and their hcp advised them never to use the on and off ins buttons. It was reported that the patient did turn stimulation off once for one day and the sharp pain went away but the soreness was still there. It was noted that prior to the implant the patient had a trial and personally thought that they left something inside of them and that was what was causing the pain but their hcp told them that nothing like that could happen.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3889-28, lot # va03ezj, implanted: (B)(6) 2012, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4)..